Manufacturer narrative:
This was not an issue with the product. The consumer was hit by a car while in product.

Event description:
Alleges she was crossing the street when a car turned into the right side of her device and hit her.